Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficulty removing the gripper line and leaflet tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the deployment sequence was started. While removing the gripper line, resistance was noted; however, the gripper line was successfully removed. Afterward, it was noted that the clip arm had punctured the posterior leaflet. The physician stated that the resistance felt with the gripper line likely resulted in pulling on the clip, causing the clip arm to puncture the leaflet. Two additional clips were implanted, one medial and one lateral to the first clip, thus reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported incidents reported for difficulty in removing the gripper line from this lot. All available information was investigated and a definitive cause for the reported difficulty to remove the gripper line in this incident could not be determined. The reported tissue damage was a result of the reported difficulty in removing the gripper line. The reported patient effects of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.